Manufacturer narrative:
An event of central regurgitation and aortic valve regurgitation was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause of the reported central regurgitation and aortic valve regurgitation. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The perimeter of the annulus was 78.7mm. Pre-dilation was performed with a 22mm non-abbott balloon. The final implant depth was 7mm from the non-coronary cusp (ncc). After the valve was released from the delivery system, severe leakage was observed through the center of the valve. A post-balloon aortic valvuloplasty (bav) was performed with a 23mm and 24mm balloon. A second 27mm navitor vision valve was implanted valve-in-valve. The patient status was stable.

Manufacturer narrative:
N/a. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The perimeter of the annulus was 78.7mm. Pre-dilation was performed with a 22mm non-abbott balloon. The final implant depth was 7mm from the non-coronary cusp (ncc). After the valve was released from the delivery system, severe leakage was observed through the center of the valve. A post-balloon aortic valvuloplasty (bav) was performed with a 23mm and 24mm balloon. A second 27mm navitor vision valve was implanted valve-in-valve. The patient status was stable.